Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8780, serial (B)(4), implanted: (B)(6) 2017, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving baclofen 300 mcg/ml at 130.01 mcg/day and morphine 3 mg/ml at 1.3001 mg/day via an implanted pump. The indication for use was intractable spasticity. It was reported that the pump was not covering the pain as expected for "about a couple of months" (relative to the date of report). The onset of the symptoms was gradual. It was noted that the pump was working fine and the patient's pain was being covered, but the doctor reportedly lowered the basal rate to less than half of the medication (it was specified that the rate was dropped from 220 mcg to 180 mcg), and gave the patient a personal therapy manager (ptm) to request his own boluses. This setting reportedly did not help with the pain, and the pain was getting worse. The patient reportedly told the doctor about 3-4 weeks ago (relative to the date of report), and the medication was doubled instead of changing it back, but this made the pain worse instead of better. The patient had been in misery since then, and the pain and spasticity had gotten worse to where the patient "spasmed out" and was unable to walk. It reportedly created a "de-ability" in which the patient was "not able to more than weight baring and making transfers dangerous." Since (B)(6) 2017, the boluses were reportedly causing the patient more pain when he did a bolus, and the patient was unable to walk. It was noted that the patient's last refill was on (B)(6) 2017. The patient had inquiries regarding the therapy, and was trying to find a manufacturer representative. The patient was to follow-up with a healthcare provider for medical concerns. On 18-oct-2017 additional information was received and it was reported that the patient was placed on simple continuous mode and dosing was being adjusted as needed per the healthcare provider. On 2017-oct-20 it was reported that the patient wanted to make an appointment with a manufacturer's representative who had done the adjustment and added flex dosing that benefited the patient and got them to the best place when they slept through the night. It was noted that before the patient got the pump they were having some of the symptoms of waking up with neuropathy and spasms around 3 a.m. And was only taking 40-50 mg of oral baclofen daily. It was stated that before the manufacturer's representative did the pump setting the patient was at 140 mcg. It was related that after that adjustment then the healthcare professional (hcp) changed the patient¿s plan of care which reportedly placed the patient on a downward spiral and the patient¿s health had taken a severe decline. It was stated that the patient¿s hcp started flex dosing in a way which took away from the patient¿s ¿continuous¿/drove their basal rate down. It was noted that the patient had been going in every week for an adjustment. The date of the event was stated to be (B)(6) 2017/¿a month and a half¿ in 2017. It was indicated that the patient had an appointment next wednesday and wanted a manufacturer's representative to be there. Further information was received from a manufacturer's representative on 2017-oct-20. It was indicated that the manufacturer's representative spoke to the patient and would be seeing them the following week. On (B)(6) 2017 it was reported that the patient was having more pain and spasms since the pump was implanted. The doctor had tried different dosing methods (simple continuous, flex) and had increased the dose over time, but that hadn't helped. It was reported the issue was not resolved at the time of the report. The patient's status was noted as "alive-no injury." The patient was receiving 700 mcg/ml baclofen at 335 mcg/day. On 16-jan-2018 additional information was received and it was reported the patient was not noticing relief from the itb (intrathecal baclofen) pump. There were no environmental, external, patient factors that may have led or contributed to the issue. Diagnostics and troubleshooting performed were the logs were read and were normal and they were unable to aspirate when attempting a dye study. There were no actions or interventions taken to resolve the issue as yet. Surgical interventions did not occur and it was unknown if surgical intervention was planned. The issue was not resolved at the time of the report. The patient status was noted as alive, no injury and no further complications were reported

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID (B)(4) lot# serial# (B)(4) implanted: (B)(6) 2017 explanted: product type catheter if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) via the device manufacturer representative, indicating that the drug was emptied from the pump and replaced with saline. The patient stated that he wanted to wait "a few weeks" from (B)(6)2018 to have the catheter revision. The cause of the inability to aspirate was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. The patient was in a "pretty good" deal of pain. The pain had been excruciating and had been gradually getting worse. It was stated that he did not "realize the amount of pain" and "agony is too strong of a statement, but close, misery is not too strong of a statement". When they removed the medication from the pump and after the medication went through his catheter, he started going through withdrawals. It was noted the reason for the patient's dye study was that the doctor was not happy with the amount of pain coverage even though the doctor was increasing the pain medication. They were unable to do the dye study and were waiting until the next day because the amount in the catheter (about 1.89 ml), had it been pushed through, "would have killed him". It was noted that they had enough medication in the catheter for about 24 hours. However the next day they had an ice storm and the doctor discharged the patient. No further issues were reported or anticipated.